Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.010.523, synthes lot number: l812375, manufacturing site: bettlach, release to warehouse date: 29. June 2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l812375) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off distal threaded tip of the device was received lodged within another device, insertion handle investigated. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. The following drawings were reviewed: (driving cap) (dimensional tolerances) specified dimension: grove ø = 6.00mm +/- 0.1mm, shaft ø = 7.8mm +/- 0.1mm. Measured dimension: grove ø = 6.01mm, shaft ø = 7.89mm. Conclusion: the measuring result does show conformity. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - connector for insertion handle during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l812375) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an antegrade femur recon nail, while implanting an unknown femoral recon nail (frn) with hammer that blows to the threaded driving cap, the tip of the cap broke off in the recess of the insertion handle. The resident tightened the driving cap before this happened. Because of poor reduction and no way to back slap the nail out the surgeon decide to take off the insertion handle and use the extractor. Nail was removed successfully. He decided it was best to convert to a retrograde nail. Which was performed without any issues until they went to insert the spiral blade and the insertion handle was broken at the tip. The surgeon felt it would work and the procedure was completed without anymore disruptions. There was surgical delay of five to ten (5-10) minutes. Procedure and patient outcome was unknown. Concomitant device reported: unknown femoral recon nail (part #: 04.033.069s, lot #: unknown, quantity #: 1), unknown hammer, (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves three (3) devices. This is 2 of 3 for report (B)(4).